Event description:
It was reported that following an increase in device settings the patient suffered an increase in heart rate. The parents noted the heart rate to be between 99bpm and 117 bpm on (B)(6) 2014 and the patient was reported to "look like death". The patient was seen by the neurologist on (B)(6) 2014 and the patient's device was programmed off. It was reported that the patient's heart rate at one point was noted to be 176 bpm and that it has since stablized since the device was programmed off. A cardiologist was consulted who reported that he had never seen this reaction with vns before. The tachycadia was attributed to vns therapy. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Product information was received on 03/02/2015. The generator was a m103 sn: (B)(4) implanted (B)(6) 2014.

Event description:
It was reported on (B)(6) 2015 that the patient's device was turned back on, on (B)(6) 2015. The device was ruled out as a cause of the cardiac issues and programmed back on to very low settings on (B)(6) 2015. His device output current was recently increased to 0.5ma.

Event description:
It was reported from the physician's office that they are unable to provide additional information of the relationship of the increased heart rate to vns. They only information provided was that the vns is still disabled.